Event description:
It was reported by a customer in the USA that the 840 ventilator stopped cycling, resulting in an inoperative device. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the ventilator, and replaced the inspiratory module printed circuit board (pcb), and performed all required calibrations and tests in the service manual. The unit passed all tests, and was operating within MFR's specifications. (B)(4).